Event description:
On 05/27/2009, received explanted lead from st. Jude. No information provided. Used the lead serial number to identify the pt. No physician in pt file. On 06/04/2009, sent investigational letter to original implant center in pt file and will follow-up with phone call.